Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump's history displayed only one bolus dose for the date of (B)(6) 2012. The reporter stated the patient had bloused 'multiple' times, and claimed these other bolus doses were missing from the pump history. The pump date and time were correct. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the black box indicated only one bolus was programmed on (B)(4) 2012. The pump was exercised for 24 hours with no delivery issues and no alarms. During investigation, two boluses were performed from the pump and one from a test meter, and all three boluses were recorded accurately in the pump history. The complaint could not be confirmed or duplicated on investigation.